Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient suffered fracture of the femoral neck, the patient felt couple of times since.